Event description:
The product was used during a bullectomy procedure. Reportedly, the staples did not form properly and there was tissue hand up. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/22/1998-supplemental report #1 submitted to FDA.